Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 1 month. The device is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that after over 4 years of support, the patient reported a sound coming from the pump. The patient also experienced hemolytic urine, and increased lactate dehydrogenase and plasma free hemoglobin values. The pump parameters were reportedly in the normal range. A transesophageal echocardiogram was performed. It was possible to increase the unloading of the left ventricle by increasing the lvad speed. As the patient's urine remained hemolytic, a CT angiography was performed that showed a reduction of the diameter of the outflow graft underneath the bend relief. A pump exchange was subsequently performed on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Device evaluation: the evaluation of the returned device confirmed the presence of pump thrombosis, which could have contributed to the reported signs of hemolysis. Upon disassembly of the device, a flat, dark red, structured, tissue-like deposition was found in the center of the lumen of the blood tube. An additional small, tissue-like deposition was found on the distal side of the rotor body, which exhibited a similar color and structure to that of the blood tube deposition, indicating that it likely broke off from the larger deposition found within the blood tube. The depositions showed dark areas of denaturation, indicating that they were likely present while the pump was supporting the patient. The non-laminated structure of the depositions suggests that they did not originate on the blood tube or on the rotor and initially developed in another location; however, their specific origins could not be conclusively determined. The evaluation could not determine a specific cause for the development of the observed depositions; however, their partial obstruction of the blood flow path could have contributed to the reported signs of hemolysis. The report of a reduction in the diameter of the outflow graft beneath the bend relief noted via a CT scan could not be confirmed through this evaluation. The sealed outflow graft conduit was severed approximately 1.5 inches above its hardware prior to receipt and the severed portions of the outflow graft and bend relief were not returned. The returned portion of the sealed outflow graft showed no evidence of any distortion such as twisting or kinking and the interface area between the outflow graft and bend relief did not reveal any notable tissue growth. Examination of the interior of the returned outflow graft segment revealed no evidence of depositions or thrombus formations. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of both returned portions of the driveline revealed no discontinuities or shorts. Microscopic inspection and high-potential testing of the returned driveline segments revealed no areas of compromised wire insulation. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values and the pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.